Event description:
A surgeon reported femtosecond laser failed to make incisions and only create an imprint of the capsulotomy on the right eye. Reporter indicated capsulotomy was performed manually but had trouble seeing due to gas bubbles. The reporter indicated an anterior capsule tear occurred with no vitreous loss and the intended intraocular lens (iol) was implanted. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).